Manufacturer narrative:
Integra has completed their internal investigation on 01/17/2017. Product will not released for inspection as per the customer that this issue is related to user error. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: in summary - product will not released for inspection as per the customer that this issue is related to use error. The customer stated that there was a repositioning of the patient involved and that it (device) wasn¿t put on properly in the first place. This complaint will be reopened should we receive product. Lastly due to the nature of this reported failure the mayfield patient positioning for success chart has been provided as a refresher tool.

Event description:
The a3059 mayfield composite series skull clamp slipped. After positioning and torquing the patient's head it slipped. There was no injury to the patient. The neck was good and one pin site had a very minor surface injury. It was reported that a revision / medical intervention was required but no information was provided. Additional information has been requested.